Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation revealed that there were pacing inhibition and automatic mode switch (ams) episodes from noise over-sensing were noted on the right atrial (ra) lead. No intervention was performed. The patient was in stable condition.